Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were out of range shock impedance measurements on the right ventricular (rv) lead. It was indicated there was a gradual rise in impedance measurements. No noise was noted on the electrogram (egm) channel. It was discussed that the patient would continue to be monitored appropriately. No adverse patient effects were reported.